Event description:
It was reported that the right atrial (ra) lead impedance measurement was out of range. There were no additional adverse patient effects reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).